Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the connector of the liberty cycler set during their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment and the treatment was cancelled. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the cause of the leak was a crack that was found in the connector of the cycler set by the patient after the leak had occurred. The pdrn explained that the plastic on the connector is hard and is not likely to have been damaged during setup or treatment by the patient. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment on the day of the event after re-setting up with new supplies. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the connector of the liberty cycler set during their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment and the treatment was cancelled. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the cause of the leak was a crack that was found in the connector of the cycler set by the patient after the leak had occurred. The pdrn explained that the plastic on the connector is hard and is not likely to have been damaged during setup or treatment by the patient. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment on the day of the event after re-setting up with new supplies. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a complaint sample was received by the manufacturer from the patient without original packaging or labeling. No defect or damage was noted during a visual inspection. The sample was deemed to be acceptable for use. The sample was also tested adn worked as intended without any abnormalities encountered. The manufacturer could not confirm the reported failure during its investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the connector of the liberty cycler set during their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment and the treatment was cancelled. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the cause of the leak was a crack that was found in the connector of the cycler set by the patient after the leak had occurred. The pdrn explained that the plastic on the connector is hard and is not likely to have been damaged during setup or treatment by the patient. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment on the day of the event after re-setting up with new supplies. The cassette used by the patient is available for return for physical evaluation by the manufacturer.